Event description:
Customer reported that she received no delivery alarms. Customer was instructed to disconnect at quick release and assisted in performing fixed prime; insulin did exit. Customer removed the infusion set and stated that the cannula was bent. Blood glucose value was 135 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.